Manufacturer narrative:
Limited information was available to medtronic at the time of report submission. If additional information is received, additional information will be provided in a supplemental 3500a medwatch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, at an unknown timeframe following the implant of a transcatheter aortic bioprosthetic valve, the valve failed. No patient symptoms or reintervention were reported and no complications were reported as a result of this event.